Event description:
It was reported that the ventricular assist device (vad) patient was admitted with hemorrhagic stroke after waking up that morning with right sided weakness and headaches. A computed tomography (CT) scan revealed a large acute intraparenchymal hematoma in left frontal, parietal and occipital lobes with edema and midline shift. The patient was taken off all blood thinners and anticoagulants and monitored. Four days later, the patient was started on an anticoagulant intravenous (IV) drip. Four days later, anti-coagulation was stopped and the patient experienced non-sustained ventricular tachycardia (vt) arrhythmia with low flow and suction alarms. The next day, the vad speed was decreased. Six days later, the patient was started on low dose of anticoagulant drip and started on oral anticoagulants two days later. Nine days later, a new head bleed in the right frontal lobe with mid-line shift and the patient's international normalized ratio (inr) was 1.6. The patient's oral and IV anticoagulants were stopped and the patient showed some left sided weakness, incontinence and facial droop. A chest CT revealed linear filling defect with the outflow tract. Nine days later, the low dose anticoagulant drip was restarted. After two weeks, the increasing vad flow trends were noted and a thrombus was found in the outflow graft. The anticoagulant drip was gradually increased and the lactate dehydrogenase (ldh) was increasing with non-detectable hapto and plasma free hemoglobin (hgb) was stable. Several days later, the patient was unable to speak and there was new evidence of bleed. The vad was decommissioned and the patient is being supported on inotropes and was placed on the transplant list. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013, 693565 lead, implanted: (B)(6) 2013, 5076-52 lead, implanted: (B)(6) 2013, 6996sq41 lead, implanted: (B)(6) 2013. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: (B)(4), UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of autologs report which revealed a slight decrease in the estimated flow and power consumption starting 15-mar-2022 followed by a gradual increase in estimated flow and power consumption starting on 19-mar-2022 through 22-mar-2022. However, no alarms have been logged within the analyzed period. Information received from the site revealed that the patient experienced hemorrhagic stroke. A computerized tomography (CT) scan revealed a large acute intraparenchymal hematoma in left frontal, parietal and occipital lobes with edema and midline shift. The blood thinners and anticoagulants were stopped and later started on anticoagulant intravenous (IV) drip. Anticoagulation treatment was stopped, and the patient experienced ventricular tachycardia (vt) arrhythmia. Again, the patient was started on low dose of anticoagulant drip followed by oral anticoagulants. A new head bleeding was observed in the right frontal lobe with midline shift. The patient was treated by stopping the oral and IV anticoagulant; however, the patient had left sided weakness, incontinence and facial droop. A chest CT scan revealed a linear filling defect with outflow tract. Later, the anticoagulant was again started. Furthermore, thrombus was suspected in the outflow graft due to increa sing vad flow trends. The anticoagulation drip was increased and the lactate dehydrogenase (ldh) was increasing with non-detectable hapto and plasma free hemoglobin (hgb) was stable. Later, the patient was unable to speak and had new evidence of bleeding. The vad was decommissioned and the patient was supported on inotropes and was placed on transplant list. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, neurological dysfunction, cardiac-arrhythmia, bleeding and device thrombus are known potential complications associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus event. Possible clinical factors that may have contributed to this event in clude the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event additional products: d4: serial or lot#: 16204015-9979 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.